Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called reporting high blood glucose levels while wearing his insulin pump. Her blood glucose level is 600 mg/dl. Customer treated with a manual injection. He experienced no symptoms of high blood glucose levels. The drive support cap appeared normal. There was no air in the tubing. The reservoir was removed and the device rewound. Insulin exited the tubing during manual prime. No leaks were found. The device's history was accurate. Customer said there was a no delivery alarm during basal delivery, but she was able to rewind and prime the device and clear the alarm. The device passed the high pressure test. Customer was advised on proper insertion and site methods and different infusion sets. If she needs to change her settings, she was instructed to contact her doctor. Nothing further reported.